Event description:
Per complaint report: the pt experienced hemolysis three months after implant and required six units of blood per month for "some time". Echocardiogram showed "new, small" paravalvular leak. The valve was replaced with an unspecified make and model. Add'l info will be sent.